Event description:
It was reported that the patient had an emergency room visit after receiving an inappropriate shock from the right ventricular (rv) lead due to supra-ventricular tachycardia. The event was reported from the (B)(4) clinical study. There were medication changes made and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.